Event description:
The customer reported the needle will not rest at zero on the cufflator. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product confirmed the reported issue; the needle on the cufflator does not reset to zero. Needle moves up and holds pressure as it should but only returns to the initial position of 10. No readings can be taken since needle does not reset to zero. There is no physical damage to the cufflator. (B)(4).